Event description:
It was reported that the device was damaged and did not deliver medication despite reporting complete regimen. Also, it did not warn of air or occlusion. The status of the product was before the delivery of medication. There was no patient involvement or harm reported as a result of this event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. Please disregard any reports associated with file mrn 3012307300-2026-01325. Please reference file mrn 3012307300-2026-04162 for all details pertinent to this event.